Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and provided onsite support. The probable cause identified was a faulty sample transfer unit. The fse replaced sample transfer unit to resolve the issue. The fse also aligned sample transfer unit, verified gas pressure value (gpv) at 14.5 psi, completed 260 primes, verified dead volume adjustment at track sample aspiration position and adjusted rotation and height. The customer was satisfied. No further action is required. Section a2, a4 & a5: the information was not provided. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining ongoing erroneous zero results with ¿g¿ flags for patient samples on their dxc 700 au clinical chemistry analyzer (product number b86444, serial number (B)(6). Upon follow-up, the customer specified all assays were impacted. There was no erroneous patient result reported outside of the laboratory. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics. Note: per dxc 700 au chemistry analyzer instructions for use (IFU) guide b71495af: o flag ¿g¿: result is lower than the analytical measuring range. O flag ¿/¿: test pending or not analyzed. O flag ¿?¿: unable to calculate a result.